Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 797 mg/dl with ketones. The customer went to the emergency room (ER) and was treated with an intravenous drip with fluids. Blood work was also performed. After 8 hours, the customer left the ER feeling better with a bg level of 200 mg/dl. The customer did not report a cause of the high bg.